Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation could not be confirmed the image flashes or disappears temporarily, however, the outer cover of the cable was found broken which resulted in image overexposure. The device has been repaired once in the past year, (B)(6) 2022; cable damaged inside attributing to no image. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via service request that the customer camera head's ¿screen flashes; video cable damaged¿. The customer¿s reported problem was found during inspection before use. The scheduled procedure was completed with another similar device without delay. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the damaged cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.